Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead became dislodged during the procedure. The lead was successfully repositioned and remains active in the patient. The patient was a participant in the product surveillance registry. No patient complications have been reported as a result of this event.